Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had touch screen failure. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Corrected fields: g4 (reported wrong g4 date (2020-11-18) in initial MDR. The correct g4 date is (2020-11-17)).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had touch screen failure. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
(B)(6). The getinge field service engineer (fse) that encountered the issue isolated the failure to the touch screen and video generator circuit. To fix the issue, the fse replaced the video generator circuit and touch screen which corrected failure, and completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had touch screen failure. There was no patient involvement, and no adverse event reported.